Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The helix of the lead was extrinsically bent. The helix of the lead was extrinsically compressed. The analyst noted the helix did not extend or retract due to drive shaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix of the lead failed to extend with the normal number of rotations; helix did not extend fully. Then when the helix was retracted it could not be re-extended. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.